Event description:
It was reported that the customer was hospitalized for unexplained high blood glucose levels. The customer's mother was unable to recall the blood glucose reading. Upon admission to the emergency room, the customer was treated and discharged. The caller stated that the customer was wearing the insulin pump at the time of the event. The customer's mother stated that due to the high blood glucose, she found an auto off alarm in the device's alarm history. She was educated on the feature and assisted with programming the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.